Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a partial separation within abrasion on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. However because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was not able to fully inflate the device. The device was explanted and replaced with another device.